Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble charging their implant and the issue began for the last couple of weeks. Patient stated it was taking a long time to charge the implant over and above normal and the controller kicked out a few times and gave them a code rm06. Patient also stated they had to recharge the controller twice in order to charge their implant to 100%. Patient also said they had been working with it since 7 this morning to get the implant up to 100% and usually it starts out at 30-40% and they always have the controller at 100%. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient service asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharging antenna. Patient then reinserted the battery and confirmed the green light was flashing on the controller. Controller was at 70% and implant was at 90%. Pt then stated his issues with charging coincides with him suddenly feeling more pain in his back and not feeling stim. Pt stated they tried to increase stim to 7, but did not feel stim still. Agent redirected pt to hcp and explained rep role. Hcp is dr beck. Pt stated his pain started on a tuesday after sitting in an office chair and they had tingles in their back and body

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial#(B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that reprogrammed stimulation and now working much better.